Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record could not be reviewed since the lot number is not available. Therefore, a definite root cause for the reported condition cannot be determined at this time. However, based on the information provided and previous complaint history, and even though it could not be confirmed since the unit was not returned, it is likely that the unit¿s malfunction is due to fluid ingress, since it was informed the unit was wet all over. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a problem with the headpiece triggering by itself.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a problem with the headpiece triggering by itself.